Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their left implant and the issue began on thursday. Patient stated they were getting the settings not available message on their controller when trying to increase their intensity. Patient also noted when they tried to charge the implant they had a hard time and it kept saying cannot find the device. Patient was at 1.6 and they were normally on at least 3 or 4 and the stimulation just kept going down. Patient experienced the issue for all their groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.